Event description:
It was reported that during a lap sigmoidectomy, ¿tighten assembly¿ was displayed in the 1st device. Although the event settled after re-assembling, the doctor felt that the rotate knob had a difficulty in being rotated and the 1st device had a difficulty in cutting when it was used on the inferior mesenteric artery. Then ¿relax pressure on blade¿ was displayed frequently when the 1st device was used on a mesentery and the blade was broken off when the 1st device was wiped outside the patient. No pieces fell into the patient. Then ¿tighten assembly¿ was displayed frequently in the 2nd device. Although the 2nd device passed a test, ¿relax pressure on blade¿ was displayed frequently and it became not to be activated. The same event occurred in the 3rd device. An enseal instrument was used to complete the case. There were no adverse consequences to the patient. Five devices (two was unused and have the same lot#) will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. Upon visual inspection no handle component issues were noted. The device was assembled to a handpiece without any difficulty and rotates freely. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to the condition of the device we are unable to investigate further the tissue effect issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.